Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
Using the stapler in a lap chole firing over the bile duct, doctor had felt the duct and didn¿t feel any stones. Couldn¿t close the closing trigger on first, didn¿t fire, removed and got new stapler. Took same cartridge from first stapler, closed (and was able to close) went to fire and firing trigger broke, removed that stapler - firing not completed. Opened new 3rd stapler and new cartridge and fired no problem. There were clips in the area but doctor didn¿t think she was firing over one. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # p58w5e. The analysis results found that the ats45 device (b) was received with the firing trigger damaged and with a tr45w reload loaded in the device. The returned reload was partially fired 1/4. The reload had the cartridge lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.